Event description:
Medtronic received a report that the tip end of the solitaire ab stent became damaged and resistance was encountered. The patient was undergoing surgery for treatment of an amorphous, unruptured right c5 aneurysm with a max diameter of 6 mm and a 3 mm neck diameter. The landing zone was 4 mm distally and 4.5 mm proximally. It was noted the patient'sblood flow was normal and vessel tortuosity was normal. The patient's medical history was that they were previously in good health. It was an aneurysm without stroke. It was reported that a c5 aneurysm embolization was performed. The aneurysm had an irregular shape and required stent-assisted embol ization. A solitaire ab stent was used and delivered to the aneurysm neck, but the initial position was unsatisfactory. When attempting to retrieve and reposition the stent, resistance was encountered. The stent was retrieved into the microcatheter but could not be withdrawn, so both the stent and the microcatheter were removed together. It was found thatthe tip of the stent was fractured. The procedure was completed successfully after replacing both the stent and the microcatheter. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use. Additional information received reported that the cause of the event was not determined. The microcatheter was a medtronic device. The¿resistance was located in the distal catheter. There was no kink or damage on the catheter. The catheter flush was administered per IFU during the procedure. The stent was not positioned in a bend. It was clarified that the tip of the stent was fractured.

Manufacturer narrative:
Continuation of d10: solitaire stent product ID sab 6-30, lot b818739 g4: PMA unknown as catheter model and lot are unknown at this time medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no kink or damage to the pushwire of the solitaire; however, damage was observed at the distal end of the stent body, and the device has been returned.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the tip of the solitaire sheath was secured into the hub of the microcatheter.